Event description:
The info received from the rptr indicated that the pt had a previously implanted xience stent in the proximal left anterior descending (lad) artery. During the angioplasty, the physician tried to pass a cypher select + 2.25 x 33mm through the already deployed xience stent, he felt resistance and was unable to cross through. Upon removing the cypher stent from the pt, he noticed that one of the cypher struts was bent. The physician then tried to pass a balloon down the same xience stent and it also would not pass. The physician believes that the xience and cypher stent rubbed together, and it caused a strut from each stent to shift, which is why the cypher would not cross, therefore, why no other balloons or stents would cross the xience stent after. The physician indicated that the procedure was already complex, and he knew it would not be easy. The physician did not blame the cypher stent. The physician was unable to finish the procedure and the pt was sent to surgery.

Manufacturer narrative:
The cypher select plus product is not distributed in the united states, however, it is similar to the cypher sirolimus-eluting coronary stent product distributed in the united states. Additional info will be submitted within 30 days from receipt of additional info.